Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The care giver (cg) checked the lines and bags and found that the supply bag had disconnected. The cg cycled the power to clear the alarm, which was followed by a system error 2367. The cg then ended therapy. The technical service representative (tsr) had the home patient (hp) disconnect using aseptic technique and remove the cassette. The cg was to notify the hp's peritoneal dialysis registered nurse of the missed therapy as soon as possible. Proper procedures were reviewed, and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.